Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. It was determined the failure to alarm for air in line occurred when a liquid droplet adhered to the inner wall of a microbore administration tubing set when the solution container was run past dry and the liquid droplet was positioned directly in line with the air sensor, interfering with the air sensing algorithm¿s ability to trigger an alarm for the presence of air.  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.

Event description:
User facility mandatory medwatch received that stated: "pt was receiving IV infusion of normal saline via symbiq infusion pump. Nurse alerted to pump due to an alarm. Upon inspection, the pump was alarming "air in line" but continuing to infuse. Approximately 7-8 inches of air had infused past tubing cassette." Upon further query the following info was provided that indicated, air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver normal saline, at a rate of 500ml/hr, with a 250 ml vtbi (volume to be infused), and the delivery was started. The container size was reported to be 250ml. After an unspecified length of time, the customer contact reported going into the pt's room in response to an air in line alarm. At that time, air was noticed in the tubing set, 7-8 inches past the cassette. It was reported no air reached the pt. The device was removed from clinical service. Therapy was resumed using a new tubing set and a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This event was identified as part of a customer notification dated april 2010. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).